Event description:
It was reported that the pump unexpectedly displayed a reset screen. The caller declined to specify if their blood glucose level exceeded 500 mg/dl following the reset, leaving the impact unknown. Technical support explained that the reset was a routine safety feature and assisted the customer in reloading the cartridge and resuming insulin therapy. The pump needed to be charged to resolve the issue.